Event description:
It was reported that the customer's pump had a speaker and vibration problem. No additional information was provided. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.